Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image becomes blurred, indistinct or noisy, interference pattern. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure the image becomes blurred, indistinct or noisy was not confirmed, but the image interference pattern was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide bundle at the insertion part was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event image interference pattern was caused by a component failure of the universal cord. The light guide bundle at the insertion part was slightly interrupted and weakened was caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.